Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. The device was evaluated where physical damage to the device possibly caused insufficient reprocessing. The bacteria were found inside the suction channel where the bending section was found to be broken. Although this is presumed to have caused the positive culture, a definitive root cause could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Additionally, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unspecified contamination in the suction channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.